Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97755, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 97755, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that there is redness around the lead area and it appears infected. The patient also told their doctor that the recharger caused burning. The patient then told the nurse the ins was causing shocking or burning. The rep stated there is a red area on the patient's midline about three inches from the ins, and the site of the infection was red. The rep stated this issue was caused by the patient falling asleep on their recharger for approximately 1.5 hours. The rep also noted the patient is a poor historian and keeps changing his story. During the call the patient's recharging could not be accessed as the patient's ins is currently discharged and the patient has not charged for about two weeks and did not bring his controller or recharger therapy monitor (rtm) with. The patient told their doctor that their rtm burned them the week of the 11th and 15th. The ins being on was burning the patient on the 22nd. It was also noted the infected area is about six inches below the surgical lead incision. The area still somewhat affects the ins due to the patient having skin folds and may be difficult to recharge. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on january 6th, 2020, that the patient has been seeing woundcare at the (B)(6) and they approved an attempt to recharger on the day of the report. Woundcare treated areas near incision and midlines, and for risk of infection associated with the wounds. A passive recharge was done and saw the implantable neurostimulator (ins) was low. It was noted that the patient would confirm with woundcare when to start charging normally, but doesn't want to use their current system. There were no further complications or anticipations reported with this event.